Event description:
It was reported that during pre-discharge check, the left ventricular (lv) lead was noted to be dislodged. Lead perforation and loss of capture on all vectors were noted. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found no anomalies.